Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from december 20, 2012 to december 21, 2012. Evaluation summary: the device was received for evaluation. A visual inspection was performed and showed no defects related to the reported problem. The device was filled with water to observe for any signs of rupture or leaks but showed no defects. The reported condition could not be verified with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured during filling. There was no patient involvement. No additional information is available.